Event description:
It was reported that the user¿s freestyle libre 3+ sensor was not connecting to the ilet bionic pancreas because the user attempted to pair directly to the pump rather than through the ilet app; the user then applied a new sensor, paired it through the ilet app, and received a successful activation with a standard warmup prior to readings. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health, no alerts or alarms, and successful restoration of expected function after education. User support included troubleshooting and user education. Investigation of this case revealed user setup error leading to unsuccessful device-to-device communication, which resolved after proper pairing via the intended software interface. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing workflow.